Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon separated from the body of the short port, appeared asymmetrical in shape (bulging or bubbling up in sections) yet, kept air pressure intact. It did not pop and it did not fall into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).